Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of an infection in a patient coincident with dianeal singlebag therapies for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment details were not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12a03024 and h12b04020. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.